Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that this device remains implanted at this time.

Manufacturer narrative:
At this time the device remains implanted and has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received indicating that a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and product analysis completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function.>detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received indicating that a revision procedure was completed. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.